Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in a coronary artery. A 2.25 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. A 6fr non-bsc guide extension catheter was then used. The 2.25 x 32 synergy ii drug-eluting stent was re-advanced however, the device still failed to cross the lesion. Upon removal into the non-bsc guide extension catheter , the stent stripped off and lodged into the coronary vasculature. Another wire was then advanced and a bigger stent was deployed and crushed the dislodged synergy ii drug-eluting stent against the arterial wall. No further patient complications were reported and the patient's status was good and fine.